Manufacturer narrative:
(B)(4) investigation summary: the analysis results found that one ec60a device was returned with the anvil bent upwards and with two ecr60g cartridges reloads present. The cartridge (a) was received unfired. The cartridge (b) was received fully fired. No functional test was performed due the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the device could not fire & incomplete staple line. During the endoscopic left upper lobectomy, could not fire with ecr60g when severing the lobe of lung. Changed another ecr60g, after fired, found the tissue was with good cut line and incomplete staple line with malformed staples. Another device was used to complete the surgery. There were no adverse consequences to the patient.